Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) is needing MRI. Hcp reports the reason for the MRI is due to "mechanical breakdown" on the ins. Hcp added that notes in pt's chart indicate that they are "likely a candidate" for replacement of the ins battery as the ins is in the flank "is quite loose and uncomfortable". Hcp added that the notes also recommend "revising the pocket to a posterior lateral buttock location" and that x-ray did now show any leads that look fractured.